Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the seriously tortuous and moderately calcified left anterior descending (lad) artery and was 38mm long. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: a visual examination of the stent found that distal rows stent struts and mid-section stent struts were lifted, mid-section struts appeared deformed and misaligned. The undamaged crimped stent od (outer diameter) was measured and the results was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the seriously tortuous and moderately calcified left anterior descending (lad) artery and was 38mm long. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.